Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed a cassette sensor error while using the wi-fi battery. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
D9: product received date 7/7/2025. H3/h6: one device was received for analysis of complaint that there was a problem with cassette. There were no services previously reported. Event history was reviewed and there are no errors related to the customer complaint. Visual and functional testing was performed. Found downstream occlusion (dso) seal was degraded and detached. The dso seal was replaced. The failure was confirmed, caused by the air detector sensor. The air detector was damaged and was replaced. The complaint also mentioned a problem with the wireless module, however, connection tests were performed and the wireless internet ip address passed perfectly. Device passed all tests post repair.